Event description:
It was reported by service report that the fowler cannot be raised or lowered properly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Fowler.